Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients and multiple nonspecific device types were provided, and a one to one correlation cannot be made. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: spanish pacemaker registry. 15th official report of the spanish society of cardiology working group on cardiac pacing (2017) revista espanola de cardiologia. 2018; 71(12):1059-1068. 10.1016/j.recesp.2018.07.029. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The authors described information which was reported to a foreign pacemaker registry. The information showed the number of implantable pulse generators (ipg) that were explanted due to erosion/infection, premature battery depletion due to elevated thresholds or programmed high energy output, pacemaker syndrome, and other causes. The disposition of the leadless pacemakers is unknown. Further follow up did yet yield any additional information. No further patient complications have been reported as a result of this event.